Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the information that the device was manufactured about four and a half years ago, omsc assumed that the reported event was caused by accidental failure of converter parts related to main lamp igniting due to long-term use. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed that the converter was defective. There is possibility that the reported event was caused by the defece of the converter of the device. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, main lamp of the device did not ignite and spare lamp lighted uo. There was no report of patient injury associated with this event.